Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy with the liberty cycler set and the patient event of abdominal pain, peritonitis and subsequent hospitalization. However, there is no documentation in the complaint file that show a causal relationship between the adverse event and the liberty cycler set. Additionally, there are no allegations of a defect or leak with the liberty cycler set reported for this event. Per the pdrn, the cause of the klebsiella peritonitis was touch contamination from the patient¿s spouse during set-up for treatment. The spouse assists the patient with the pd treatments. Klebsiella can be found in human feces which indicates a breach in aseptic technique and improper hand hygiene. Based on the information, the liberty cycler set can be excluded as the cause of the patient¿s abdominal pain and peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A rehab caretaker for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with completion of treatment. Additional information was obtained during follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the hospital on (B)(6) 2019 with complaints of abdominal pain. The patient was admitted, and a culture of the pd effluent was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) cefepime (dose and frequency unknown) to continue until (B)(6) 2019. The pd effluent culture resulted positive for klebsiella (species unknown). Per the pdrn, the patient¿s caregiver was the source of the peritonitis as they assist with the pd set-up and did not follow proper aseptic technique. The patient required administration of the ip cefepime upon discharge (unknown date). The pdrn did not feel as though the patient would be cared for safely at home regarding administration of the ip antibiotics, therefore resulting in the patient being sent to the rehabilitation facility. The patient is scheduled to complete the antibiotic regimen on (B)(6) 2019 and to be assessed on (B)(6) 2019 for discharge from the facility. Two follow-up cultures have not resulted in any growth since the initial results in the hospital.